Event description:
User experienced discrepant results for calcium, c3, c4 and prealbumin over a period of two nights. Approximately seventy- seven pt samples were involved, sixteen patient examples were provided. Pt 1, initial calcium result 8.2 mg/dl, repeat 9.0 mg/dl. Pt 2, initial calcium result 8.7 mg/dl, repeat 9.5 mg/dl. Pt 3, initial calcium result 7.3 mg/dl, repeat 8.7 mg/dl. Pt 4, initial calcium result 8.7 mg/dl, repeat 9.7 mg/dl. Pt 5, initial calcium result 7.8 mg/dl, repeat 9.1 mg/dl. Pt 6, initial calcium result 7.4 mg/dl, repeat 9.6 mg/dl. Pt 7, initial calcium result 7.5 mg/dl, repeat 9.3 mg/dl. Pt 8, initial calcium result 8.2 mg/dl, repeat 9.2 mg/dl. Pt 9, initial calcium result 8.3 mg/dl, repeat 9.2 mg/dl. Pt 10, initial calcium result 8.6 mg/dl, repeat 9.7 mg/dl. Pt 11, initial calcium result 7.0 mg/dl, repeat 8.7 mg/dl. Pt 12, initial calcium result 7.7 mg/dl, repeat 8.8 mg/dl. Pt 13, initial calcium result 8.7 mg/dl, repeat 9.5 mg/dl. Pt 14, initial calcium result 7.3 mg/dl, repeat 8.7 mg/dl. Pt 15, initial calcium result 7.7 mg/dl, repeat 8.9 mg/dl. Pt 16, test 2008, initial c3 result 225, repeat 134 (no units provided); initial c4 result 29, repeat 44 (no units provided). Initial results were reported. Customer states she did not known if any pts were treated based on initial results and that no pts were adversely affected that she is aware of at this time. The field service representative determined clogged waste tubings to be the cause and replaced the waste tubings. Performance tests were performed.